Event description:
It was reported that the patient presented to an outside hospital with shortness of breath and sudden onset epistaxis from the left nare. The patient was admitted and his anticoagulation therapy was discontinued and not restarted at any time during the event. They attempted to cauterize the epistaxis with silver nitrate but were unsuccessful. The left nare was then packed with a nasal rocket which subsequently fell out, but the epistaxis had stopped. The patient was transferred to the implanting facility the following day for further management. A nasal endoscopy was done by the ear, nose and throat specialist. The specialist recommended treatment with humidified air, bacitracin to the nasal cavity and saline spray which were all instituted. The patient had recurrent epistaxis on (B)(6) with the final episode noted on the (B)(6). The patient was not given any anticoagulant or antiplatelet with the exception of aspirin and a heparin infusion during the hospitalization. The patient was discharged to home on (B)(6) 2014.

Manufacturer narrative:
Corrected dates of all lab tests from 2014 to 2013. Corrected the patient's discharge date home to (B)(6) 2013. Additional information provided for this event of shortness of breath and sudden onset epitaxis reported that the patient had a chest CT scan during this hospitalization which revealed a moderate left pleural effusion. He underwent an ultrasound-guided thoracentesis, with aspiration of 80ml of bloody fluid. A pulmonary consult determined that the patient had had a spontaneous pleural bleed secondary to a prolonged inr, so a chest tube was placed with immediate drainage of 800ml bloody fluid and subsequent improvement of the patient's dyspnea the next day. The chest tube was removed four days later, but the follow-up chest x-rays and CT scans revealed a residual left pleural effusion. The patient underwent video-assisted thoracoscopic surgery (vats) by thoracic surgery on (B)(6) 2013. The chest tubes were removed (B)(6) 2013. The patient received a total of four units of packed red blood cells during this hospitalization, and was treated empirically with antibiotics for an elevated temperature and wbc. Following review of the available information, there is no indication of any device malfunction or performance issues contributing to this event. Clinical factors, patient comorbidities and progression of disease are factors that may have contributed or predisposed this patient to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. This device is used for treatment and not diagnosis. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including bleeding, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Device remains implanted.